Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins). It was reported that the controller battery would charge to 100%, but the controller battery depleted too quickly because they could only get the ins to about 60-70% charge before the controller battery would die. Because of that they could not get the ins battery charged sometimes and then the pain would start again from the ins battery depleting to off. One time the controller went completely blank and it would not come on, so they called their rep and the rep wiped off the battery pack and put it back and the controller came on but the patient was still having issues with the controller battery depleting too quickly. The recharger was overheating and draining battery, and the controller was overheating from excessive current to the recharger. Additional information was received from the patient and she states she received a new recharger but she is still having to recharge the ins 3-4 times a day. She explained that she will charge the ins to 100% at 6:45p, and by the next morning, the ins battery is down to 30%. The patient noted group c was active and her stimulation was set to 4.5ma. She states as well that she will see no device found while recharging and will hit try again. Reviewed this screen with the patient and expectations with charging. She reports she is always in pain, requiring her to take medication, and expressed dissatisfaction with how often she has to charge the ins. Redirected the patient to speak with the healthcare provider (hcp) and/or manufacturing representative (rep) about charging frequency issue.